Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implanted pump. The indication for pump use was back pain without leg pain and non-malignant pain. On (B)(6)2025, the patient reported that 'it seems to always stop at 90% on everything and will skip to deliver the bolus when it's at 90%.¿ the agent reviewed considerations and assisted the patient in clearing data. Prior to clearing data, the patient data was at 1.14 mb. When the agent inquired about the event date of the telemetry delay, the patient stated 'since I came back I think from my appointment with the doctor, and they did a lot of changing on my stuff, which was I guess the 14th - I had it put in on the 3rd and I had a follow up set for I think the 10th,' but the patient was unable to verify. The patient stated they called a company representative earlier in the week and they ¿had me call a rep or someone in tech support and they did things to it about something else but yes it always stays at 90% and once in a while it pops to 95% but it stays at 90% for quite a while and it does it both with connecting and connecting with the pump,' in reference to seeing the telemetry delay when connecting to the pump and when attempting to bolus. The patient was going to monitor the telemetry delay and connecting to pump and would call back for assistance as needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that the patient needed assistance clearing data again because the handset was getting stuck on the "90% retrieving pump settings" screen. The patient stated that they used about 2 boluses per day. Patient services reviewed steps to clearing data and the patient confirmed that the issue was resolved.